Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy for that appeared to be atrial tachycardia with rapid ventricular response (rvr). The device delivered anti-tachycardia pacing (atp) and two electric shocks. No additional adverse patient effects were reported. This device remains in service.